Manufacturer narrative:
We reported 5 drills and 4 attachments on MDR 1045254-2017-00343. This supplemental is to provide information for 1 drill, and the 4 attachments. Information on the other drills will be provided in subsequent mdrs, one for each drill. Onsite testing was performed, they passed, therefore the devices were not returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was a total of 5 handpieces where issues were reported, not eight. The original MDR file indicated there were "three handpieces of product # 1845000 - handpiece indigo drill, serial and lot number unknown." This information was incorrect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1845010 - attachment indigo straight, serial (B)(4), lot # 206368577), manufactured date: 11/16/2012, 510(k) # k081475, (B)(4). 1845000 - handpiece indigo drill, serial (B)(4), lot # 210150121), manufactured date: 09/17/2015, 510(k) # k081475, (B)(4) 1845010 - attachment indigo straight, serial (B)(4), lot # 212744882, manufactured date: 02/08/2017, 510(k) # k081475, (B)(4) 1845000 - handpiece indigo drill, serial (B)(4), lot # 212270285, manufactured date: 11/08/2016, 510(k) # k081475, (B)(4) 1845010 - attachment indigo straight, serial (B)(4), lot # 211527841, manufactured date: 06/28/2016, 510(k) # k081475, (B)(4) 1845000 - handpiece indigo drill, serial (B)(4), lot # 206596771, manufactured date: 01/23/2013, 510(k) # k081475, (B)(4) 1845010 - attachment indigo straight, serial (B)(4), lot # 209080223, manufactured date: 12/18/2014, 510(k) # k081475, (B)(4) 1845000 - handpiece indigo drill, serial (B)(4), lot # 206315872 manufactured date: 11/02/2012, 510(k) # k081475, (B)(4). Three handpieces of product # 1845000 - handpiece indigo drill, serial and lot number unknown. No analysis results available. Device were not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
The field territory manager reported that during device servicing, he went through checking 8 motors with four straight attachments. Once the handpieces reached 50k speed they unlocked and caused the motor to heat up. He tried each attachment on each motor and ended up with the same result. There is no patient involved in this event, no injury reported.